Event description:
Per clinical trial (B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation using a full vertical and horizontal t incision. Concomitant procedure was liposuction. One piece of galaflex was cut in half and placed bilaterally. On (B)(6) 2018, breast asymmetry (left breast slightly larger) was reported. On (B)(6) 2018, right breast implant was exchanged because of dissatisfaction with initial surgical outcome. Resolved on (B)(6) 2018 with no sequelae. Review by medical affairs identified that the reported ae is likely related to the device and serious.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the patient experienced a post-op complication of breast asymmetry and underwent subsequent surgical intervention. Medical affairs has assessed the patient's postoperative course as being serious and related to the study device. Review of the history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.